Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: patient required bypass surgery. Device issue: none. It was reported via a spirit trial that the patient experienced angina and underwent coronary venous bypass surgery from the right internal mammary to rms. The patient was hospitalized. It is unknown if it was related to the device. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Angina, as listed in the xience v instructions for use (IFU) and product risk assessment, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. In this case, there was no report of any device malfunction at the time of the stent implant. It is possible that the surgery was related to the angina which required hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.